Event description:
It was reported that the right atrial lead exhibited sensing noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage: the helix of the lead was extrinsically distorted due to pulling/stretching/overstress. The distal low-voltage electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.